Event description:
Patient presented to the eps lab for implantation of a pacemaker. An active fixation lead was advanced and fixed at the ra appendage. Upon interrogation, this lead demostrated unexplained noise and oversensing. The lead was removed and replaced with another lead which revealed good sensing and pacing thresholds. The patient tolerated the procedure well.